Event description:
The lay user/patient contacted lifescan in 02/2006 and alleged that his induo meter kept giving the error 5 messages. The pt reported that he had to retest 3-5 times before he was able to get a result on the subject meter (he did not provide what results he was getting after several attempts). He also reported that he had rec'd error 3 and error 2 messages along with the error 5 message. He was unwilling to troubleshoot the reported meter issue, however, he strongly suspected that the meter was the cause of the error messages as he had used strips from the same vial on his backup ultra meter without any problems/issues (he was unwilling to answer what results he had rec'd on the backup meter). The pt had also reported that approx 50 days ago, he visited the local community health center) as he was not able to get a result on the subject meter because of the error message. He had been experiencing low blood glucose symptoms (shaking, weakness). When tested on the meter, his blood glucose result was 2.5 mmol/l (45 mg/dl). He was given "orange juice and sweets." The pt's medication regimen includes novorapid 4 times/day prior to each meal. He is also on a sliding scale (between 4 and 8 units). This complaint is reported because the pt was unable to get an actionable result on the meter at the time of concern. He experienced low symptoms and was treated for hypoglycemia at a community health center. However, it would have been helpful if the pt had troubleshot the meter issue to verify if his testing technique was correct, what the condition of the test strips were, and what the results on his backup meter were). A replacement meter and test strips were sent to the lay user/patient.